Event description:
It was reported that the patient was experiencing discomfort at the ipg site as it was placed too medial and near the spine. The patient underwent a revision procedure wherein the ipg was repositioned to be more lateral from the spine. The patient was doing well postoperatively.